Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported feeling shortness of breath after environmental exposure to electormagnetic interferance (emi). A guidant technical services consultant recommended that the patient follow-up with his physician, which the patient agreed he would do the following morning.